Manufacturer narrative:
A ge representative evaluated the system and found a circuit breaker had been tripped. System is operating as intended. Customer would like the circuit breaker replaced; ge rep provided the part number.

Event description:
Customer reported the system powered down and would not boot up. No pt injury was reported.